Event description:
The customer reported a noisy screen during maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement reported.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) e1 - address 1- (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.